Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Alarm lamp does not work because of a defective alarm lamp board. Alarm lamp board will be replaced.

Event description:
Hamilton medical ag received the following incident description: "device failed to show yellow alarm light during routine check, but audible alarm was still functional."